Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced an infection at the incision site and underwent an ipg replacement procedure. No additional information was provided despite multiple requests.